Event description:
It was reported that the patient presented with diaphragmatic stimulation. The clinician was able to reproduce the muscle stimulation while the patient was sitting in a chair. The clinician adjusting the left ventricular (lv) lead output and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID dtba1d1, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2014. (B)(4).